Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the reported issue of the ¿unit leaks o2¿ or the unit ¿showing a svhp error.¿ the ventilator passed 167 hours of extended tests at the customer¿s settings. The ventilator passed the initial final test and the initial alarm volume test. Review of event trace reveals several ¿safety valve high pressure relief alarm¿ conditions. Event trace cannot determine the root cause of the ¿safety valve high pressure relief alarm¿ conditions.

Event description:
It was reported to carefusion that the unit leaks oxygen and is showing a "svhp error". It is unknown whether there was any patient involvement associated with this complaint.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.